Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 29-apr-2022. Expiration date: 01-apr-2032. Part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile. Lot number: 795p526 (sterile) . Note: helical blade was manufactured by elmira; lot number 767p875 qty 48. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented, during the manufacture that would contribute to this complaint condition. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented, during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the orif surgery for trochanteric femur. In the surgery, the blade in question was chosen as 80mm size, because the measured value of the guide wire for tfna was 79 mm. The position of the guide wire was approximately 10 mm short of the subchondral bone. However, the blade position was inserted longer than the tip of the guide wire after fixation. From the point of view of the surgeon, it seemed about 5 mm longer. The surgery was completed successfully without any surgical delay. The patient was reported as stable. This report involves one (1) tfna fenestrated helical blade 80mm - sterile. This is report 1 of 1 (B)(4).